Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbot point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient. Method: I-stat, result: 0.13 ng/ml, time: 18:40; I-stat, 0.01 ng/ml, 18:53 repeat on same specimen; vista: <0.02 ng/ml, 19:18. Based on the information available at the time, there were no injuries associated with this event.